Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid spill on oxygen cell, inspiratory pipe and the safety valve was found. The parts were replaced. Pictures of the damaged parts were received and the pictures confirm the presence of liquid spill in the damaged parts. The damaged parts were not further investigated. Ingress of liquid/moisture substance on the electrical parts can cause failure/short circuit, which may lead to stop of ventilation. Alarms will be generated. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required a regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the pressure transducer, safety valve and oxygen cell test failed during the pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).